Event description:
Clinical trial. It was reported that 221 days following a carotid artery stenting procedure the pt developed in-stent restenosis. The index procedure treated one 80% stenosed, de novo target lesion of the ostium of the right internal carotid artery (rica) measuring 5.5x18mm. Treatment consisted of placement of a filterwire ez distal protection wire, predilation, and deployment of a nexstent resulting in 50% residual stenosis. The pt was discharged one day post procedure. The pt presented 221 days post procedure with in-stent restenosis. On day 242, the pt underwent a revascularization of the rica due to 80% stenosis. Treatment consisted of placement of another manufacturer's stent and post dilation resulting in 20% residual stenosis. The investigator assessed this event as possibly related to the nexstent.

Manufacturer narrative:
As no device was received for analysis. It is not possible to perform any inspections on the device. All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The most probable root cause of this event is anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.